Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg), omsc surmised that the reported phenomenon was attributed to the failure of the electrical circuit board due to the aging deterioration because seven years had passed from the installation. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, stripes appeared on the endoscopic image or the endoscopic image was not displayed when evis 160/165/180 series videoscope was connected to the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.